Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 25-feb-2021, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding the patient receiving fentanyl (4000 mcg/ml at 192.3 mcg/day with max 24 hour dose of 690.9 mcg/day with use of ptm [personal therapy manager]) via an implantable pump for spinal pain indications. It was reported that the patient experienced ongoing issues with intrathecal therapy, including inadequate and inconsistent pain relief as well as a reported overdose event on mother's day (B)(6) 2026) that required emergency department evaluation and narcan administration. There were no environmental or external factors the patient could note that would have contributed to this issue. Two prior catheter access studies had been performed per patient report, without identifying an obvious catheter abnormality. However, due to the previous symptoms and some minor discrepancies in reservoir volume, the hcp remained concerned that an intermittent catheter-related issue could be present and elected to proceed with surgical exploration and catheter revision. The hcp successfully aspirated from the catheter access port (cap), confirming cerebrospinal fluid (csf) flow and clearing the cap and catheter. A roller study was then performed and confirmed that the pump gears had changed position appropriately. A catheter study with contrast subsequently demonstrated flow throughout the catheter without evidence of obstruction. Although no definitive pump segment abnormality was identified, the hcp elected to replace the pump segment of the catheter as a precaution.